Event description:
The customer reported to olympus, the lightsource was making an abnormal ticking noise sound and seemed like the light was about to go dim. The issue was found during preparation of a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the clicking noise and light dim ¿ this is due to a faulty lamp ingniter. When the lamp is powered on, the igniter clicks several times before either igniting the lamp or going into spare lamp mode. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event (light seems to go dim) occurred due to a faulty lamp igniter. The following is included in the instructions for use: "[warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.